Event description:
The peritoneal catheter was passed from the cranial to the abdominal wound. When the dr passed the ventricular catheter attached to the reservoir, no csf was aspirated, despite having cannulated the ventricles previously. There was no aspiration of water when the reservoir and ventricular catheter were removed and tested under water. A new reservoir was used which worked perfectly.